Manufacturer narrative:
The intraocular lens was not returned to the manufacturing site; therefore product testing could not be performed and the reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical power. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The patient contact abbott medical optics to report that she is having issues with her right eye. The surgeon told her that her cornea is damaged, but she went to other eye doctors and was told that her cornea is fine. The patient stated she thinks the lens was inserted incorrectly by the implanting physician, but they aren't cooperating with her. Patient isn't sure if the lens was implanted incorrectly or if there is an issue with the lens. Patient stated she was two diopters off, myopic, her vision is dark-especially night driving. She stated her doctor recommended her to get glasses which she did, but her vision is still dark. In (B)(6) 1996, her doctor performed a prk in both eyes. She has experienced corneal hazing where she uses eye drops. She explains it feels like low light situations and can only see through her left eye. Her vision was 20/40 prior to cataract surgery, 20/70 in her follow-up ten days after surgery, then 2200 in (B)(6) 2014. She indicated she has no plans on removing the lens, because her doctor performed a yag laser and indicated it will cause more harm to remove the lens. No other information was provided.